Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided. Customer also reported having blood glucose levels of 110 mg/dl and 460 mg/dl which was treated with a manual injection. Customer stated that she did not receive a no delivery alarm at the time of the high blood glucose level. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.